Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The meter involved in this event is contour plus link 2.4, which is not marketed in united states. However, the device is similar to contour next link 2.4 meter with the product code nbw and 510 (k) # p150001, which is marketed in the unites states. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR 1810909-2020-00250.

Event description:
The customer reported that her blood glucose readings from (B)(6) 2020 to (B)(6) 2020 were not being stored in the memory of the contour plus link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus link 2.4 meter and no manufacturing anomalies were found.